Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. It was noted that at the time of the shock, the right ventricular lead exhibited low defibrillation lead impedance. Further lead testing was discussed. No further information was reported.

Event description:
New information states that right ventricular lead was explanted and replaced successfully on (B)(6) 2018. Also noted was no complaints on ra lead or implantable cardioverter defibrillator. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
Correction: outcomes attributed to adverse were left blank; the correct outcomes attributed to adverse is required intervention to prevent permanent impairment/damage (devices). (B)(4).